Manufacturer narrative:
The impella device was returned for evaluation. No foreign or broken blades found. Large biomaterial (thrombus) noted on inlet. Cannula kink observed too. Based on the clinical details no use issue confirmed. Root cause most likely was the biomaterial due to patient condition. The kink may occurred while tried resolve the suction alarm or maybe while device removed. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support there were continuous suction alarms. The pump was repositioned in an attempt to troubleshoot the issue, however the alarms continued. As a result of the ongoing failure, the decision was made to explant the pump. Upon explant, it was noted that there was a large thrombus within the inlet. A new pump was implanted and there was no patient harm reported.